Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient exprienced intermittent vibration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for an interior inspection. The interior inspection found the moisture detection sticker activated and confirmed the reported event of an intermittent vibration. The root cause was determined to be moisture damage.